Manufacturer narrative:
(B)(4). (B)(4). Results and conclusions summation - product performance engineering has reviewed the incident. Reportedly, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which likely contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification and a 99% stenosis. The balloon ruptured at 3 atms when inflated for the first time. No patient effects were reported. No additional event or patient information is available.